Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic urinary tract infections, severe dyspareunia, abdominal and vaginal pain, and severe back pain. No further info has been provided.